Manufacturer narrative:
(B)(4). Corrected section: corrected h-10 DHR. The lot # 25153640 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.